Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging chronic obstructive pulmonary disease (copd), new or worsening asthma, bronchitis,pneumonia. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging chronic obstructive pulmonary disease (copd), new or worsening asthma, bronchitis, pneumonia. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed that black substance, consistent with sound abatement foam degradation, was observed on the outside bottom of the blower box and was stuck to it, left side of lcd backlight dim. Possible faulty lcd display, dust-like contamination at the air inlet, on the pca, in the blower box and throughout the inside enclosure, ui (user interface) knob missing, potential mineral deposits inside blower box and the bottom of the blower motor indicate possible water ingress and dust-like contamination inside humidifier enclosure. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found eleven error codes. The manufacturer concludes there was evidence of sound abatement foam degradation, observe dust contamination in the airpath, likely from a source external to the device. Device problem code grid, evaluation method code, evaluation results code, component code grid and conclusion code grid has been updated.